Event description:
The customer reported that during a nephrectomy, the device jaws could not be re-opened while on tissue. The customer was not able to provide information regarding how the device was removed from tissue. The surgeon opened a second instrument to complete the procedure with no further difficulties. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.